Manufacturer narrative:
The investigation of hemolysis and renal failure has been completed. Patient updates revealed labs hemolyzing. The returned pump was inspected and biomaterial was observed in the inflow cage and around the impeller. The pump was hemolysis tested and passed. The data logs from the case were reviewed and there was a motor current spike with speed deviation and placement signal shift also with a drop in pump flow. This is characteristic of biomaterial ingestion. The root cause of the hemolysis was most likely due to biomaterial. The root cause of renal failure was not determined since the product was not returned. D.6b revised as it was not inadvertently omitted on initial manufacturer device report 1220648-2025-26010. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26010 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported that the patient on impella rp flex support and while on support lactate dehydrogenase was rising, and the patient was not making any urine. The patient has a history of kidney disease but not on dialysis. The patient was weaned downed to p3 and is now on dialysis. It is unknown if the hemolysis and renal failure is attributed to the impella. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.